Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter and one remaining test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 5.1 inr. Within four hours of the meter measurement, a sample from the patient was tested in the laboratory on a stago analyzer using stago neoplastin reagent, resulting in a value of 3.4 inr. Within 3 hours of the first meter measurement and within one hour of the laboratory measurement, a sample from the patient was tested using the meter, resulting in a value of 5.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.